Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (b(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The stirrer motor and the distribution board were replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed three (3) error codes associated to the stirrer motor on the patient side at the startup. There was no patient involvement.

Manufacturer narrative:
Based on the information mentioned above, it cannot be excluded that the root cause was traced to an electronic defect in the circuit board of the stirrer motor, which consequently damaged the distribution board.